Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) crossed the septum and it was noticed there was a right side clot forming near the septum. Heparin was administered prior to the transeptal crossing and the patient's activated clotting time (act) was maintained greater than 200 throughout the procedure. The clot was retrieved using the was which was back up over the septum. The was was removed from the body to re-flush and prepare again. The was was used successfully and the procedure was completed. There were no patient complications.